Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was difficult to charge. The patient underwent an ipg replacement procedure. The explanted device was not returned to bsn as it was retained by the medical facility.